Event description:
Following is from an abstract written by dr. Pka et al.: "the patient experienced after 8 months squeaking and later on intensely clicking. Revision showed wear on the metal rim due to collision between the neck and the femur stem and the titanium rim of the acetabular liner. No signs of component loosening or ceramic damage."

Manufacturer narrative:
As this report was taken from literature, no additional information is available at this time.